Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the prograsp forceps steel wire broke during the intraoperative period, and no foreign body was observed in the cavity. The procedure was completed with no reported injury.